Event description:
This is being filed to report a clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Additionally, the patient was noted to have a dilated left atrium, chordal rupture, prolapsed and flail posterior leaflet, thin leaflets, rotated heart and previous cardiac surgery. Imaging and clip visualization was difficult during procedure due to patient anatomy. One clip was advanced to the lateral a2-p2 portion of the mitral valve and following confirmation of good leaflet insertion the clip was deployed. Immediately following deployment, a single leaflet detachment (slda) of the posterior leaflet was noted. An additional clip was implanted to stabilize the slda. The procedure concluded with mr reduced to 3-4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported poor imaging is due to challenging patient anatomy. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.